Manufacturer narrative:
Review of instrument images: batch (B)(4) screen, cells 1 and 3 are e+(homozygous). Cell 1: negative, visually positive. Cell 3: negative, visually positive. Customer was referred to cc 09-042-02 which states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal. Customer was recommended to perform a visual verification of negative reactions before final release of those well results.

Event description:
On (B)(6) 2016, a customer reported unexpected negative reactivity with capture-r ready-screen (3) (crrs 3) on the galileo echo instrument when testing a patient sample having a known anti-e. No adverse event occurred as a result of the unexpected negative screen.